Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the arteriotomy locator, hemostasis sheath, carrier tube, and header bag. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The sheath and carrier tube are fully mated, and partially in rear lock position. The anchor is deployed from the sheath tip. Functional testing starts with setting the assembly fully to rear lock position, posting the anchor. The anchor is manually pulled, deploying the anchor, collagen, and tamper tube. The complaint can be confirmed for a device pullout. The returned device appeared to be used, with the sheath and carrier tube fully mated and the anchor present in the sheath. The anchor, collagen and tamper tube were successfully deployed during functional testing. The exact root cause cannot be determined. The likely cause is the assembly was not fully pulled into rear lock position to post the anchor. The device history record review determined the device was in a conforming state when released from terumo control. There are no indications manufacturing issues may have led to this event. No action is recommended since this risk evaluation is within the predetermined limits.

Event description:
Terumo medical corporation received the following information: it was reported that the angio-seal device was used to achieve hemostasis during the treatment of the right superficial femoral artery (sfa) lesion via the left groin approach. However, the anchor was not positioned against the vessel wall properly and came back into the sheath. This caused the device to be removed with the anchor. The device was not used, and manual compression was applied for 30 minutes to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. Estimated blood loss was less than 250cc. The procedure before deploying the device was percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 5 mm. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.